Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Customer indicated that the lens was a det225 model lens with +18.5d. Section d4 - serial #: unknown/ not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack in the preloaded intraocular lens (iol) when it was implanted. The procedure was completed. Account indicated that there appeared to be significant resistance when rotating and advancing the plunger. The directions for use were followed during iol set-up. There are no plans to explant the iol, as the patient presents good distance vision and is satisfied with the outcome. No further information was provided.